Event description:
It was reported that the catheter was placed in a male pt's interscalene in the post anesthesia care unit. The physician reported that he had difficulty removing the stylet and it was dragging. The catheter was infusing and the pt was sent home. The pt returned to the hospital with what is being described as a "split" at the proximal end of the catheter. The pt reported the catheter was leaking and put tape around it. As a result, the catheter was removed and the pt was sent home without a catheter. The pt had no issues. There was no delay in treatment, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.